Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure (batch no. 628311, 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar disc degeneration, intervertebral disc bulging and uterine bleeding. Previously administered products included for contraception: iud from 2006 to 2010 and iud from 1996 to 2006; for an unreported indication: paragard iud from 1999 to 2010. Concurrent conditions included obesity, fibromyalgia, musculoskeletal pain, sciatica, neck pain, trouble falling asleep, nocturnal awakening, knee pain, back pain (with radiation), joint pain, limping, spasms, pain in extremity, tingling, coccyx pain, pain in hip, vertebral foraminal stenosis, bleeding intermenstrual, irritability, mood swings, endometriosis, premenopause, vomiting, muscle weakness, perineal pain, cervix inflammation, dysplasia of cervix (uteri), nicotine dependence and abdominal adhesions. Family history included thyroid disorder and diabetes. Concomitant products included ibuprofen, naproxen (naprosyn), nitrofurantoin (macrodantin) and tizanidine hydrochloride (zanaflex). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"), dry skin ("extremely dry skin"), pruritus ("severe itching"), bladder prolapse ("bladder prolapse"), migraine ("migraines / headaches"), abdominal distension ("bloating") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), headache ("headache"), nervous system disorder ("neurological condition/problems") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with nitrofurantoin, ondansetron (zofran), vitamin b12 nos and surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, female sexual dysfunction, dry skin, pruritus, bladder prolapse, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal distension, alopecia, back pain, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, cystitis, vaginal infection, hormone level abnormal, headache, nervous system disorder and visual impairment outcome was unknown and the vaginal haemorrhage, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, bladder prolapse, cystitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pruritus, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in explant date: in pfs (B)(6) 2016 was given while in removal details (B)(6) 2017 was mentioned. Current weight 200 lbs. Patient received treatment for pain, bleeding, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: low back pain, urinary tract infection, dysmenorrhea (cramping), fatigue, menorrhagia, dysmenorrhea, bloating, dyspareunia, pelvic pain, nausea, vaginal hemorrhage and vaginal discharge. Lot number: 628311 manufacture date: 2008-10 expiration date: 2011-10. Lot number: 663253 manufacture date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events abdominal pain, metrorrhagia, psychological trauma, bladder problems, bladder infection, vaginal infection, hormonal changes, headache, neurological condition/problems, vision problems were added and event menorrhagia (heavy menstrual bleeding) outcome updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. 628311, 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar disc degeneration, intervertebral disc bulging and uterine bleeding. Previously administered products included for contraception: iud from 2006 to 2010 and iud from 1996 to 2006; for an unreported indication: paragard iud from 1999 to 2010. Concurrent conditions included obesity, fibromyalgia, musculoskeletal pain, sciatica, neck pain, difficulty sleeping, nocturnal awakening, knee pain, back pain (with radiation), joint pain, limping, spasms, pain in extremity, tingling, coccyx pain, pain in hip, vertebral foraminal stenosis, bleeding intermenstrual, irritability, mood swings, endometriosis, premenopause, vomiting, muscle weakness, perineal pain, unspecified inflammatory disease of uterus, excl cervix, dysplasia of cervix (uteri), nicotine dependence and abdominal adhesions. Family history included thyroid disorder and diabetes. Concomitant products included ibuprofen, naproxen (naprosyn), nitrofurantoin (macrodantin) and tizanidine hydrochloride (zanaflex). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"), dry skin ("extremely dry skin"), pruritus ("severe itching"), bladder prolapse ("bladder prolapse"), migraine ("migraines / headaches"), abdominal distension ("bloating") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with nitrofurantoin, ondansetron (zofran), vitamin b12 nos and surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, dry skin, pruritus, bladder prolapse, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal distension, alopecia and back pain outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal distension, alopecia, back pain, bladder prolapse, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in explant date: in pfs (B)(6) 2016 was given while in removal details (B)(6) 2017 was mentioned. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: low back pain, urinary tract infection, dysmenorrhea (cramping), fatigue, menorrhagia, dysmenorrhea, bloating, dyspareunia, pelvic pain, nausea, vaginal hemorrhage and vaginal discharge. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received. Previously reported event "injury" was updated to "pelvic pain", events: "abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), urinary tract infection, apareunia (inability to have sexual intercourse), extremely dry skin, severe itching, bladder prolapse, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, bloating, hair loss and lower back pain", reporter information, medical history, lab data, historical, treatment and concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.